Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter continued to display the apply sample prompt even after the blood was applied to the test strip. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.